Manufacturer narrative:
(B)(4). Batch # 924a54. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with two gst60g present. Reload b (684a04) was received partially fired 1/16. Reload c (684a04) was received partially fired 1/4. In addition, a tyvek was received along with the device. The returned device and reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 924a59, and no non-conformances were identified.

Event description:
It was reported that the staplers couldn't cut, using knife reverse switch to return the knife. A new ec60a was substituted to complete to surgery. No patient consequences reported.